Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 4 years in 1 month. Data analysis from this device was not reported to have been performed by technical services (ts). The patient is expected to be followed up in the next months. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated section h6 conclusion codes.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 4 years in 1 month. Data analysis from this device was not reported to have been performed by technical services (ts). The patient is expected to be followed up in the next months. This device remains in service. No adverse patient effects were reported. Additional information received from the field representative confirmed that at this point the device remains in service as the physician decided to continue to monitor this patient.

Manufacturer narrative:
Updated section h6 conclusion codes.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 4 years in 1 month. Data analysis from this device was not reported to have been performed by technical services (ts). The patient is expected to be followed up in the next months. This device remains in service. No adverse patient effects were reported.